Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a skin grafting surgical procedure, the device was not grafting properly and caused injury to a pt. Integra has requested add'l clinical info.